Event description:
It was reported that; pt complains of pain and swelling at join site. He has been having headaches, gi upset, loss of balance and intermittent inability to bear weight on his left hip for 2-3 months. He has extreme fatigue and his surgeon has scheduled him for an upcoming revision surgery. MRI and blood tests have shown increased cobalt levels and pt has been told that he has "cobalt toxicity".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.